Manufacturer narrative:
As the two lot numbers for the devices were provided, a manufacturing review will be performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0607173 implantable port was allegedly unable to be aspirated. These reports were received from one source. One patient was involved for the two events with no reported patient injury. The patient was (B)(6) years of age, (B)(6) and female.